Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via (B)(4) that a skin reaction and pain occurred at the puncture site. The biosensor was inserted into the back of the upper arm on (B)(6) 2025 which was cleansed with alcohol prior to insertion. By (B)(6) 2025, the patient reported symptoms at the puncture site, including redness, inflammation, infection, and localized pain. Although the patient indicated that no harm occurred, he also stated that he consulted a healthcare provider, who administered IV azithromycin on (B)(6) 2025, to treat the infection. No additional customer or event details were available at the time of the report. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.